Event description:
Had an issue with the medication [product quality issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse event product quality issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 22-jun-2026, amneal pharmaceuticals received information from the patient via a telephone call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation 90 micrograms (frequency, dose and therapy dates were not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient reported that the patient had an issue with the medication and further stated that patient doesn't have the medication box. Last action taken with albuterol sulfate inhalation in relation to product quality issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product quality issue and no adverse event was unknown. The reporter did not provide the causality of product quality issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.